Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the mechanics seized, jammed and were heavy moving on the burr attachment device. The event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the mechanic was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing .if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.